Event description:
The patient was hospitalized due to high blood glucose levels. Their blood glucose level reached 600 mg/dl, while wearing the pod between 4 and 24 hours on their abdomen. Insulin was leaking from the pod site and when removed from the infusion site the pod¿s cannula was found to be bent. Symptoms reported were polydipsia, polyuria, headache, and nausea. The patient was diagnosed with high glucose and was treated with insulin (unspecified route) and unspecified fluid therapy. The patient was discharged from the hospital after 4 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 18.4. Cloud - smartphone hardware iphone16.1. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.